Manufacturer narrative:
The sample was investigated and the elecsys estradiol iii assay values generated at the customer site were confirmed by the manufacturer. The investigation identified an interference to a component of the reagent. This interference is documented in product labeling for the assay.

Manufacturer narrative:
(B)(6).

Event description:
The customer received questionable elecsys estradiol iii assay results for one patient from cobas e 801 module serial number (B)(4). The doctor believed the roche results were too high and did not match the clinical status of the patient. The results were reported outside of the laboratory. There was no allegation of an adverse event.